Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to update h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The black material was not reproduced. The cause of foreign material entering the channel could not be specified and the specific material could not be identified. There were no reported deviations from the instructions for use (IFU) regarding reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In communication with the customer, it was reported that the aer automatically unable to pressurize when putting the device for high level disinfection (hld). Customer stated in addition, that the reprocessor started trying to pressurize, the black liquid came out the distal tip of the scope, a needle was used. Since it could not hld in the machine, manual hld soak was performed. No further information provided. The subject device was received and evaluated . Device evaluation found big leak in the instrument channel, leaking observed through the channel (forceps passage). Fluid invasion observed on the control body and scope connector, dried after aeration. Ultrasound image (um) check was performed , fluid invasion found however, dried after aeration and no broken elements were observed. The reported issue of "leak test failed " was confirmed. In addition, inspection found all switches were intermittent, after aeration, switches were dried, function was inspected and found the intermittent function still present. Pink rubber noted with scratches, c-body has scratches, the rest of he functions (objective lens, light guide bundles) found no issues. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer/user facility reported with an issue of "leak test failed, black stuff came out". The issue found during device reprocessing. No harm was reported. No patient harm, no user injury reported .